Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is currently be managed by the medical and neurological team. The recipient remains implanted. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's swelling and pain are believed to be related to medical diagnosis. The recipient's hospitalization is not device related. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and an overly loud sound with and without device use following a head trauma. The recipient is presenting with inflammation. The recipient was given medical treatment for a week following the head trauma. The recipient has been in the hospital since (B)(6) 2021, and has a diagnosis affecting the cerebral cortex. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.